Event description:
Information received from the field notes that during a routine follow-up, several segms displayed oversensing on the atrial channel. Noise was also present on the ventricular channel but was not sensed. P-waves were measured at 1.0-1.6 mv and the atrial sensitivity was set to 0.5 mv. R-waves were measured at >12.0 mv. Ventricular sensitivity was set to 2.0 mv. The patient did not report any symptoms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received